Event description:
The patient was admitted to the local hospital for peritonitis and bleeding. It is possible that she had gastric perforation from the laparoscopic gastric band revision due to band slippage 6 days prior, even though perforation was fixed and esophagram done postoperatively. Emergency laparotomy was done at local hospital for acute abdomen, CT showed generalized gastrograffin leak, left pleural effusion and splenic hematoma. Band and port removed, stomach perforation repaired. At present, she is in stable condition at the ICU. Follow up information will be reported as soon as more information available.